Event description:
The report is from the study. The pt was a female, with a history of CABG, coronary artery disease, chf, and renal insufficiency (dialysis dependent renal failure). The target lesion was the ostium of the right internal carotid. Pre-procedure stenosis was 85%. Lesion length was 25 mm and vessel diameter was 7mm. The lesion was pre-dilated. The lesion was concentric, moderately calcified, and mildly tortuous. A precise pro rx 7 x 40 was deployed at the target lesion. An angioguard rx, size 5 basket, was successfully deployed, and retrieved during the procedure. Final stenosis was 20%. The pt was discharged the following day in 2008. The pt died a year later at home in 2009. According to the site, the pt had some non-healing wounds on her lower extremities, and failure to thrive. She was sent home on hospice services. The event was not related to the cordis product or the index procedure per investigator.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.